Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The retraction problem could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported retraction problem however the tissue damage and treatment appear to be related to circumstances of the procedure as a compressive dressing was applied to achieve hemostasis and treat the torn artery. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr after a stenting interventional procedure at the femoral artery. Reportedly, when advancing the clip one of the wings could not be closed and the artery was damaged during removal of the starclose se device. The safety release mechanism was used for successful removal of the device. A compressive dressing was applied for 24 hours to achieve hemostasis and treat the torn artery. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.